Manufacturer narrative:
Results: the jet7 was ovalized from approximately 109.0 ¿ 110.0 cm from the hub. Kinks were present approximately 116.0, 121.0 ¿ 122.0 and 124.0 ¿ 124.5 cm from the hub. The device was stretched approximately 129.0 and 130.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed stretching on the distal shaft. No perforation was observed on the jet7; therefore, the stretching is likely the reported perforation mentioned in the complaint. If the device is manipulated against resistance, damage such as stretching may occur. During functional testing, resistance was experienced while advancing the jet7 through the hub of a demonstration neuron max due to the damaged distal shaft and the jet7 could not advance any further. The jet7 was flushed and did not expand. Further evaluation revealed ovalizations and kinks along the distal shaft. These damages were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a non-penumbra microcatheter, and a non-penumbra stent retriever. During the procedure, after removing the stent retriever device from the jet7, the physician noticed that aspiration through the jet7 had diminished. Upon removal of the jet7, a small perforation was found on the distal end of the jet7. The procedure was completed using a non-penumbra catheter, the same microcatheter, and the same stent retriever. There was no report of an adverse effect to the patient.